Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy due to noise. The noise was not reproducible with provocative testing. The physician believed there was a short in the rv lead, but no diagnostic imaging or specific electrical anomalies were noted. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.